Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarms. The customer states it is a reoccurring issue, and they have not found a solution for it. The customer's blood glucose level at the time of incident was 258mgd/dl. The customer declined to troubleshoot for no delivery and for insulin shooting out of the pump. The customer was advised that emergency supplies would be sent out. No further assistance provided at this time.